Event description:
Device used on a patient and during review of the event file "error: overcharged" and "device service required" prompts observed.

Manufacturer narrative:
The patient involved in this even presented in a non-shockable rhythm throughout the event with the device correctly advising no shock. No fault was found with the device during investigation; the overcharge error could only be reproduced via simulation on the overcharge circuitry. The root cause of the error is inconclusive. The device would have been capable of delivering shock therapy had it been required.

Event description:
Device used on a patient and during review of the event file "error: overcharged" and "device service required" prompts observed.